Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments. Problem isolated with the lcd board. No damage on the zebra connector found. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside of the device and passed. No damage found on the motor. The unit was received with cracked at the corner display window, cracked battery tube threads, scratched screen, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.